Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 484 mg/dl. Customer stated that they cannot get insulin pump to come on, so they can did the bolus wizard. Customer stated that they were not able to pull up any of the screens. Customer stated that the insulin pump had battery out limit alarm during normal use. Customer stated that they were able to clear the alarm with esc and act button. Customer declined troubleshooting for high blood glucose, stated that they did not bolus for lunch, got a phone call and forgot to bolus. Customer stated that they did not have to go to hospital or call emergency services. Customer stated that they was in the hospital last week after having a stroke. The device will not be returned for analysis. Frn-unk-rsvr,unomed set.